Manufacturer narrative:
B3: as the event date was not reported, the first day in the month of the aware date is provided.

Event description:
It was reported that a balloon rupture occurred. An agent dcb mr 2.00mm x 30.00mm was selected for treatment of the target lesion. The agent device was advanced to the lesion site and inflated once when the balloon ruptured. The device was removed from the patient via the normal method. The procedure was successfully completed with a different device. There were no patient complications reported.